Manufacturer narrative:
The pod was received partially deployed. The pink slide insert was observed in the viewing window and the linkage assembly was observed in the deployed position. The formed needle was observed to be exposed out of the bottom housing window. The formed needle did not retract after removal of the top housing. Inspection of the needle mechanism found the formed needle to be unseated from the slide retract. Damage was observed on the slide retract, indicating that the formed needle had been incorrectly installed into the slide retract. The incorrect installation resulted in the formed needle becoming unseated during needle mechanism deployment which resulted in the formed needle failing to retract after deployment. Although the formed needle was incorrectly installed, it could not be determined when the needle mechanism was deployed. A root cause for early deployment could not be determined.

Event description:
It was reported the needle mechanism deployed early. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.